Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was intended to be implanted within the colon of a patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous; however the patient presented with a large bowel obstruction as a result of a malignant stricture. The stricture was thought to be four centimeters, located in the descending colon. During the colonic stenting procedure, the stent was unable to be implanted. The stent was deployed a little, and then re-constrained with difficulty. The undeployed stent was removed, and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Investigation results revealed that the stainless steel catheter was partially detached. Based on this information, this event is now deemed reportable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). (B)(4) relates to (B)(4) for the reported issue of stent failed to deploy. It should be noted that the account reported that there were no visible issues with the device at the time of the malfunction; however, there was damage on the returned delivery catheter. The account reported that the damage was thought to have occurred when the device was thrown in the disposal bin following the procedure. It was jammed down with other disposed equipment before being retrieved for investigation. Boston scientific's visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip by 1 mm. A kink was present in the clear outer sheath, as well as the catheter proximal to the distal end of the outer sheath (proximal to the mounted stent). The stainless steel shaft was kinked and partially detached. During functional analysis, it was possible to retract the outer sheath and partially deploy the stent, however, it was not possible to fully deploy the stent as the outer sheath could not be retracted past the partial detach in the stainless steel shaft. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There were no issues noted with the profile of the inner lumen or the deployed stent. Based on the condition of the returned device, the evaluation conducted, and the inability to accurately determine when the damage occurred, this event has been assigned the most probable root cause of operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.